Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implant date: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited non-capture. The ra lead was reprogrammed off. No patient complications have been reported as a result of this event.